Event description:
Reportedly, during pt use, the silent light emitting diode (led) works automatically. The membrane top and ht70 overlay set were replaced which resolved the reported issue. The pt was manually ventilated and switched to another ventilator. No serious medical affects or pt injury reported.

Manufacturer narrative:
(B)(4).